Event description:
It was reported that during a thyroidectomy, the tissue pad popped out while being used in the patient. The piece was found and removed. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.